Event description:
The surgeon inserted a competitor's lens using the msi-pm injector. Upon insertion into the eye, the lens trailing haptic was cut offf. No patient injury. The cause of the lens trailing haptic tearing was due to the injector.